Manufacturer narrative:
H10: the field service engineer (fse) was dispatched to the customer site and corrected the device by replacing the front bezel. No parts have been returned to philips for analysis. However, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Event description:
The customer reported a ventilator experienced a nav-ring issue during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer is currently waiting for the repair of the unit. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.